Event description:
A medtronic representative reported that the site notified him that the navigation system camera was intermittently tracking the non-sterile and sterile cranial reference frame during a cranial surgery. They did not have issues tracking the passive planar probe. The site said that at one point the camera said 'localizer not connected." The surgeon decided to pull in another navigation system for the case, and the surgery was completed successfully using this system with no issues tracking the same instrumentation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.